Event description:
It was reported by the aci sales professional that a pt underwent a catheterization procedure on (B)(6) 2013. Following the procedure, the tech who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the tech "went to prep the device using saline and the balloon popped". A second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully. No further info is available.

Manufacturer narrative:
An attempt to inflate the balloon from the ruptured device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approx 2mm from the balloon proximal tip. A possible cause of the taper to taper tear in the balloon could have been due to a rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode being a taper to taper tear. The review of the lhr (lot f1231204) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.